Manufacturer narrative:
Corrected information: adverse event or problem. Investigation - evaluation: a review of images, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. There is no evidence to suggest the finished product was not made to specifications. Without a more thorough description of the deployment of events and/or further cross-sectional imaging of the abdomen, the reason for the filter migration cannot be determined. The authors describe the inferior vena cava (ivc) measurement as 25 millimeters (mm) in diameter; however, given the polytrauma, the patient may have had a megacava and was volume depleted, thus appearing to have a normal sized ivc. This could have caused the deployed filter to not interact with the walls of the ivc in a sufficient manner to prevent migration. The authors acknowledge the off label use of the right subclavian venous approach to deploy the filter. According to the IFU, the tulip vena cava filter set is intended for jugular vein approach only and "is intended for percutaneous placement via a jugular vein for filtration of ivc blood to prevent pulmonary embolism." The more acute angle of the subclavian vein with the superior vena cava (svc) may have inadvertently damaged the ivc filter feet, inhibiting their proper interaction with the caval wall. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Based on the information provided, no product returned, and the results of our investigation, the root cause for this event can likely be either attributed to the user's technique as approach through the right subclavian is not approved for this device, or due to patient condition as a megacava with volume depletion would lead to filter migration. Per the risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
As reported to customer relations: " the patient was involved in a motor vehicle collision and at the hospital he was found to have fractures of the right clavicle, multiple ribs with associated right hemothorax and right tibial plateau. He had lower neck pain and his cervical spine could not be cleared for removal of the neck collar. Due to his situation an fractures was placed prophylactically and owing the presence of a neck collar the filter was placed using the right subclavian approach. This approach is an "off-label" access site for this device! On release of the hook at the apex of the filter, the filter was seen floating up the ivc and into the right atrium. A leg was immediately grasped to prevent it from advancing to the tricuspid valve. Despite retrieval with a variety of snares the attempts remained unsuccessful thus the snare holding the filter was secures to the skin with suture and the patient was returned to the ICU. Over the next days, the patient started to developing bouts of ventricular tachycardia that were thought to be caused by the filter thus it was decided that removal of the filter was necessary. Attempts to retrieve the filter with various snares were made from various approaches. Eventually, the hook of the filter was grabbed and the filter was incompletely pulled into the sheath. The sheath and the filter were pulled down into the right common femoral vein. At that point, the filter became immovable in the groin and was subsequently removed surgically. "